Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. No unexpected pump error 20 alarms or pump error 22 alarms noted during testing or found in the downloaded trace files. All operating currents are within spec. And no unexpected failed battery test/battery failed alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also report that the insulin pump had multiple pump error alarm and customer was able to clear the alarm and able to rewind the insulin pump. The customer also state that insulin pump shutting off. The insulin pump will be returned for analysis.